Event description:
It was reported the bronchovideoscope exhibited an error b30 (communication error). The reported issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: g3, h2, h4, h6, h11 corrected fields: h8 device was not returned for evaluation and could not be evaluated. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause not established due to no device problem found. Olympus will continue to monitor the field performance of this device.

Event description:
No new additional information received from the customer.